Event description:
A physician was concerned that his patient's generator battery was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's generator. The data was available beginning 1 year after implant through a recent clinic visit 9 months after implant. A 25% battery life remaining indicator was first observed at the recent clinic visit, but only 13% of battery capacity had been consumed to date. This discrepancy indicated that the battery was depleting faster than expected. There was no evidence that the device came into contact with an electrocautery tool on the date of implant. Impedance was within the normal limits throughout the available programming history. It appeared that the likely cause of the premature battery depletion was related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that the generator and lead were explanted due to lack of efficacy and battery depletion. The explanted generator and lead have been received by the manufacturer for product analysis. Analysis is underway for both the lead and generator but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and a visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test in which it failed several tests. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed indicating that the pcba performed according to functional specifications. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life. The lead underwent product analysis and the lead assembly was returned for analysis in two pieces. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead.